Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a rotation issue. The atrial lead was not used and was replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was due to the helix being clogged with blood/tissue. Electrical testing did not find any indication of a conductor fracture or internal shorts. Visual and x-ray inspections found no anomalies.